Event description:
2nd incident, same clinic: user facility reported that when removing the needle from the patient's access, the needle did not retract properly leaving needle exposed, causing a needle stick injury. No further information is available, no date of occurrence was recorded by the facility. Actual used sample was discarded by the user.